Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardioverter defibrillator was a diagnostic anomaly. More information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2020-08051. Related manufacturer reference number: 2017865-2020-08052. New information noted that the right ventricular lead was oversensing and not capturing and the atrial lead was not capturing. Programming changes were made to resolve the issue. Patient was in stable condition.